Event description:
It was further reported that the patient was discharged from the index procedure with class I stable angina which resolved by the (B)(6) 2008 follow up visit. Previously it was reported that there was no angina at the 1 & 3 month follow up visits. The patient did not have ischemic symptoms when in-stent restenosis was confirmed in (B)(6) 2009. The patient was discharged one day post the revascularization procedure in (B)(6) 2009, and the in-stent restenosis was considered resolved.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same patient as MFR report #: 2134265-2009-03854. Same patient as MFR report #: 2134265-2009-03852. It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a de novo, type b2, 60% stenosed 3.7x45mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 16 atmosphere's (atm's) and the placement of two overlapping taxus express2 study stents (3.0x24mm, 3.5x24mm) deployed at 12 and 16 atm's. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The second lesion was a de novo, type c, 75% stenosed 3.2x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 12 (atm's) and the placement of a 3.0x32mm taxus express2 study stent deployed at 14 atm's. Post dilation used a 3.5x15mm unspecified balloon inflated to 14 atm's. Heparin of 8000u was administered. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. No angina was confirmed at the 1 & 3 month follow up visits. In (B) (6) 2009, angiography revealed a 60% restenosed 3.0x18mm lesion in the proximal lad. Treatment utilized angioplasty and the placement of a non bsc stent resulting in 0% residual stenosis. No angina was reported at the two year follow up visit. Per the physician, the event is "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).